Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv0536 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rebv0536) have been reported from two u.s. Facilities.

Event description:
It was reported that the provena PICC was broken at the hub and was leaking. It was stated that the patient had to have PICC line replaced under anesthesia which caused an unnecessary anesthesia procedure on a "very sick" child.